Event description:
Patient reported being injected in the midface and tear trough with 1 ml of juvéderm® volift® with lidocaine. That day, the patient experienced ¿redness¿ at the injection site. Two days later, the patient experienced ¿redness¿ across their entire cheek, ¿swelling¿ on the left side of the face, and a ¿burning pain similar to a sunburn.¿ the patient also reported a ¿rash, eye discomfort, and floaters¿ across the left eye. The patient was advised to take nurofen for the swelling and to visit their general practitioner in the event it was an infection. The next day, the patient¿s general practitioner prescribed methylprednosolobe cream for the cheeks and 180 telfast antihistamines x 2 but denied it was an infection. The pain resolved. The other events are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.